Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation. A review of the instructions for use (IFU), manufacturing instructions, and quality control were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Without the device available for investigation, the exact nature of the issue could not be determined. It is possible a basket wire broke, the entire basket separated, or the basket was closed and could not be opened, causing the user to believe the basket had separated. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter also sent report to FDA: unknown. PMA/510(k) #: not exempt, preamendment. (B)(4).

Event description:
It was reported the basket of a common bile duct exploration set broke during a laparoscopic common bile duct (cbd) procedure. The physician was performing a laparoscopic procedure to retrieve multiple stones from the patient's common bile duct. Upon attempted removal of the stone, the basket broke off of the tip of the catheter. Reinsertion and attempts to retrieve the basket were unsuccessful, as the basket was swept into the duodenum. In additional information received, the patient required an endoscopic retrograde cholangiopancreatography (ercp) for completion of stone and debris removal. A cholangioscopy performed at the time found no evidence of retained basket in the patient. As reported, there have been no adverse effects experienced by the patient due to this occurrence. The device will not be returned for investigation, as it was discarded by the facility.